Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The build up of pressure within the system due to repeated button compressions is the likely cause for the release of powder following catheter detachment with the valve in the "on"/"open" position. To assist the user the IFU states: "if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Additionally, catheter occlusion/clogging can occur if the red catheter hub is not occluded during advancement into the scope. The instructions for use state the following: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user stated that the catheter clogged, and they continued to hit the button to spray the powder, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd) with bleed control, the physician used a cook hemospray endoscopic hemostat. It was reported that the catheter clogged and they continued to hit the button to spray the powder. That backed up pressure in the gun. When they detached the catheter from the gun, they did not turn the stopcock to the off position and that led to a cloud of powder exploding everywhere all over the room and patient. No one was harmed by this. The physician that reported this adamantly believes that this problem was due to user error. They were able to use this device again with the second catheter to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.